Event description:
It was reported that the pacemaker-dependent patient presented in clinic in good condition. Upon interrogation, noise on the right ventricular lead was observed. Further review suspected lead damage. The lead was capped and replaced on 7/21/2017. The patient remained in good condition.